Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Bsc ID: (B)(4), (B)(4).

Event description:
It as reported that following an atrial fibrillation ablation procedure involving an intellanav mifi oi ablation catheter, the patient experienced an episode of heart failure secondary to pericarditis, requiring hospitalization. The pericarditis was considered related to the study procedure and classified as serious. The patient received intravenous and intramuscular corticoids and diuretics. Additional information from the physician confirmed the pericarditis was considered mild and the patient experienced no sequelae. There was not an issue with the performance of the intellanav mifi oi catheter.